Event description:
A report was received that the patient was experiencing stinging/burning sensation at the pocket site. The patient underwent a pocket revision. The patient was doing well.

Manufacturer narrative:
(B)(4).